Manufacturer narrative:
A.1.-a.5. Patient information was not provided h11: livanova deutschland manufactures the gas blender. Repair at manufacturing site has been requested by the customer. Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report of an electronic gas blender (egb) that was not working properly. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2025 and no other similar event has been reported, neither concerning trend has been identified. During repair activity at tssi (manufacturer), the control flow component was found to be defective and replacement was required. Calibration, preventive maintenance, technical safety inspection, and a 12-hour test run were all successfully completed. Based on the investigation findings, the root cause of the reported event has been assigned to a defective control flow component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communications, it was learned that the unit at customer site has been replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.